Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ¿flow meter¿ of an unknown quantity of interlink system extension sets would not flow and had to be disconnected. The nurses stated that ¿the flow meter would flow on open but would not drip if flow rate was turned up¿. This issue was identified during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.